Manufacturer narrative:
(B)(4). The contact¿s phone number and complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during the pre-repair diagnostics assessment, it was determined that the trigger / slider was broken and torn off on the battery handpiece device. It was further determined that the lower trigger magnetic coupling was broken. It was further determined that the device failed for check for leakage, check the cannulation and for check function of all modes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.